Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot the investigation determined the reported difficulty appears to be related to the patients anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional armada device referenced is being filed under a separate medwatch report.

Event description:
It was reported that during a procedure to treat a lesion in the heavily calcified popliteal artery and a lesion in the heavily calcified distal to mid superficial femoral artery (sfa). A 4mm x 40 mm x 150 cm armada 18 balloon dilatation catheter (bdc) was advanced to the target lesion in the popliteal artery without resistance. During the first inflation, the balloon ruptured at 10 atmospheres. A 6mm x 250 mm x 135 cm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion in the sfa without resistance. During the first inflation, the balloon ruptured at 8 atmospheres. The two armada bdcs were replaced with two new unspecified armada bdcs to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The date received by manufacturer was filed incorrectly as 01/20/2017 on MDR follow-up#1. The correct date should have been 02/20/2017.